Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure in nim console they had issues getting a wireless connection on the pi box, and had issues getting stimulation. Site was able to reboot the whole system to get the pi box to connect wirelessly. Then during surgery they noticed it was not receiving stimulation. They had to reboot the system twice to get output. There was no patient impact.

Manufacturer narrative:
H3: product analysis: console (B)(6) product analysis stated mute port was damaged. Nim software was updated to 1.6.4. Imdrf codes: img g04001, fdd a0908, fdr c070603, fdc d02 & fdm b01 product analysis: patient interface (B)(6) product analysis stated no fault was found in device. Nim software was updated to 1.6.4. Imdrf codes: img g02005, fdd a0908, fdr c19, fdc d20 & fdm b01. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 & img g02030 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating nim would not respond to nerve stimulous. The surgery was able to be completed.